Manufacturer narrative:
This report is submitted on may 04, 2018.

Event description:
It was reported that the patient experienced poor performance with device use resulting in the decision to explant the device and reimplant the patient on (B)(6) 2018.